Manufacturer narrative:
Siemens filed MDR 1219913-2023-000298 initial report with the FDA on 22-nov-2023. The initial issue was reported by the customer as multiple atellica im high sensitivity troponin I (tnih) elevated patient results that did not match results of an alternate test method. The issue was not related to a particular tnih lot. Quality control (qc) was in range when the samples were tested. Siemens investigated and has confirmed the potential for interference from macro-troponin autoantibodies with atellica im high sensitivity troponin I (tnih), present since release of the assay. This issue does not pose an increased risk to safety, patient, user, or environment. When used in conjunction with other diagnostic technologies and options, the concentrations of troponin I in body fluids as measured by this device is useful in the context of evaluating the patient¿s medical status as it relates to cardiac diseases including ami (acute myocadiac infarction). Since there is a clinical need to identify those with ami early, the most important design features in high sensitivity troponin assays are the limits of detection (lod), the 99th percentile (used as the cut-off for ami), and the imprecision at the 99th percentile. Also, this assay would aid in distinguishing ami versus non-ami causes of elevated troponin. In the literature, prevalence of macrotroponin has been estimated to be around 0.09% to 5% of patients with elevated ctn. The benefits of high sensitivity for this assay continue to outweigh the unlikely probability of non-ami elevated results which may be considered an erroneous elevated result when considering the patient¿s disease state. No further action is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of multiple atellica im high sensitivity troponin I (tnih) patient samples with elevated results that did not match results obtained on an alternate test method (tnt). The samples were tested with protein precipitation and filtration to remove sample specific immunoglobulin-associated interference from the samples, which resulted in lower tnih values. Quality control (qc) was in range when the samples were tested. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The limitations section of the IFU states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." Siemens is investigating.

Event description:
A customer observed atellica im high sensitivity troponin I (tnih) elevated patient results that did not match results of an alternate test method. It is unknown whether any elevated atellica im tnih results were reported to physicians. There are no allegations of delays in reporting patient results. There are no allegations that patient treatment was altered or prescribed, or that adverse health consequences have occurred due to this event.